Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 281 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :281mg/dl date:(B)(6) 2018 time:12:01pm fasting. Result 2 :130mg/dl date:(B)(6) 2018 time:07:03am fasting. Result 3 :170mg/dl date:(B)(6) 2018 time:08:34pm fasting. Result 4 :150mg/dl date:(B)(6) 2018 time:07:33am fasting. Result 5 :156mg/dl date:(B)(6) 2018 time:07:29am fasting.